Event description:
It was reported that an unspecified alarm occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed with a check heater line noted as the only alarm in the log. A visual inspection was performed. Functional testing, electrical safety testing, calibration, and simulated therapy were performed with no issues noted. The reported problem was identified as a check heater line alarm but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.